Manufacturer narrative:
An event of a resistance felt during device implant, drop in blood pressure, and "effusion was observed within the laa" was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 22mm amplatzer amulet left atrial appendage occluder was selected for implant. During the procedure, the physician deployed the amulet into the left atrial appendage (laa) per IFU instructions and when performing the final evaluation, the patient's blood pressure decreased and showed signs/symptoms of heart bleeding; effusion was observed within the laa. Therefore, pericardiocentesis was performed via catheter. The user alleged that the cause of the effusion was due to the movement of the device inside the laa was difficult and resistance was felt during the implant. The patient stabilized and the amulet was successfully implanted. The patient reported to be recovering in the intensive care unit (ICU.)